Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-9297-25 was received for investigation. The reamer ar-9676 was received separately. Functional test with the returned matting part ar-9676 found resistance when trying to fit and rotate inside. Visual evaluation observes multiple scratches lines around the ID at the distal and proximal ends. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 04/18/2023, it was reported by a sales representative via sems that an ar-9297-25 reamer sleeve and ar-9676 reamer drive shaft were stuck together after a case. This was discovered after a case with no patient effect. When finishing up an augmented vaultlock total shoulder arthroplasty, a scrub tech noted that he could not seperate the drive shaft from the 25 degree augmented reamer handle. When instruments were passed off, I had to use a lot of force to get the pieces seperated, and the distal end of the drive shaft is gouged inwards. There was no delay in surgery and no other adverse issues. There was no unplanned incision. A second surgery is not necessary